Event description:
Hcp reported receiving "motor stall occurred/stopped pump period may exceed tube set" error messages upon interrogation of patient's pump while in clinic for a routine pump refill. The patient reported being asymptomatic and getting good pain relief from her pump. Event logs were obtained from the pump and confirm a motor stall occurred, which coincides with patient having an MRI. Event logs also confirm a motor stall recovery occurred. The expected reservoir volume, and the actual reservoir volume aspirated of old drug were within flow rate accuracy specifications. Therefore, the pump was refilled with 20mls of the same drug concentrations and programmed to deliver the same daily dose as the previous prescription. Morphine 50mg/ml and clonidine 250mcg/ml were programmed to deliver a simple continuous daily dose of 23.991mg/day of morphine, and 131.95mcg/day of clonidine.